Manufacturer narrative:
On (B)(6) 2017 the initial reporter stated that no additional information regarding the event is available. Section e was updated with additional information. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reports a dobhoff tube was inserted for nutritional purposes. The placement was confirmed via x-ray. Approximately 16 hours after insertion, the rn met resistance while administering water flush. Attempts at declogging the device were successful, however, a second x-ray revealed a small piece of the dobhoff tube had broken off at the ge junction. Medical intervention was required.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded. Additional information has been required from the initial reporter. If additional pertinent information becomes available, the report will be updated. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reports a dobhoff tube was inserted for nutritional purposes. The placement was confirmed via x-ray. Approximately 16 hours after insertion, the rn met resistance while administering water flush. Attempts at declogging the device were successful, however, a second x-ray revealed a small piece of the dobhoff tube had broken off at the ge junction. Medical intervention was required.

Manufacturer narrative:
Samples were not received for the investigation. The device history record was reviewed and indicated that the product was released accomplishing all quality standards. Because a sample was not returned, we were unable to perform a follow up investigation to include functional and visual evaluations to confirm the issue and root cause analysis. A corrective action is not applicable at this time. Functional testing and visual inspections are being performed according to our current quality standards and inspection procedures. If the sample is received, the complaint will be reopened for investigation. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.